Event description:
An ophthalmologist reported that two hours following an intraocular lens (iol) implant procedure, the patient experienced bleeding from the anterior chamber in the right eye. It is assumed that conjunctival bleeding had occurred from the nasal sideport and the blood did not flow towards the back part of the lens. The backside of the lens between the lens and the posterior capsule are all clear now. Muddiness at the surface of the lens gradually seems to be resolving as well. Blood drawing was done and no problem was found with normal solidification function including antithrombin iii (at3). White blood cell (wbc) low value of 2910, red blood cell (rbc) slightly below value of 4260000. Ordering of protein fraction, protein c, s, antinuclear antibody, anticardiolipin are in progress with outside supplier. It might be some blood disease. Additional information has been requested but not received to date. There are two medical device reports associated with this patient. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested but not received to date. (B)(4).